Event description:
The customer reported that input dose in mag 2 field varies more than 5% for 1 mm cu from the value obtained for 2 mm cu. Also reports geometric distorsion. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the system to be operating as intended.